Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Paod - "from (B)(6), we continue get the compliant about a4e08, the balloon broken or something (not sure what is it, very like silk?) Shedding from the catheter." Patient status - ok.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed that the proximal winding had slipped. The root cause of the customer's experience is likely due to the unit being dragged against rough conditions (when the balloon was inflated). It was determined that the risk associated with this incident is acceptable and that the risk levels remain the same. During the manufacturing process, all catheters are 100% leak tested and visually inspected prior to packaging. As stated in the instructions for use (IFU), "balloon degradation and rupture may result from deposits within the vessel, excessive handling, or exposure to adverse environmental conditions." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received via email from distributor on january 5, 2016: "we already asked the customers for the dates, but they can't also verify it, and we also got the each 7 a4e08 at once." Additional information received via email from distributor on march 23, 2016: all returned units are from the same hospital. All the returned units were used on different patients by different doctors. The balloons were inspected or tested for inflation before being inserted into the patient. The products were inflated with saline. The balloons were inflated to the volume according to the IFU. The returned units were used through introducer sheath with size 6f. The vessel was in stenosis condition. Additional information received via email from distributor on april 21, 2016: "the proximal winding [was] left inside the patient in the procedure." Additional information received via email from distributor on april 27, 2016: "yes, it [the proximal winding was] successfully removed from the patient." Additional information received via email from team member on june 1, 2016: "we contacted the distributor with the question below. They stated that this is not a new account from them and the surgeons are not using a new technique."